Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was having issues with no delivery alarms. Customer stated one night she changed the infusion set four times and alarm persisted. Customer woke up with blood glucose of 162 mg/dl. She ate and treated and blood glucose went up to 508 mg/dl and an hour later it was 559 mg/dl. Customer has been trying to get blood glucose down. Troubleshooting wasn't performed for no delivery as customer had done a complete set change. However, it was performed for high blood glucose and not anomaly was noted. Customer didn't have a tubing clamp to perform high pressure test. She checked her blood glucose and it was 506 mg/dl it was starting to go down. Customer is not returning the insulin pump for analysis.